Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis and the patient outcome were not reported. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin and ceftazideine (route, dose, and frequency were not reported) for peritonitis. Action taken with pd therapy was not reported. No additional information is available.